Manufacturer narrative:
Qc was performed after the event and results were within the customer's established ranges. A system check performed on (B)(4) 2010 met specifications. There is no indication that service was dispatched for this event. Patient's sample was sent to customer product line support (cpls) for further evaluation. Results are pending to date. No clear root cause could be determined for this event to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding thyroid stimulating hormone (tsh) results above the normal reference range generated by the access 2 immunoassay system for one patient. The results did not fit the clinical picture of the patient. Testing on an alternate method resulted below the normal reference range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.